Manufacturer narrative:
The DHR for lot g0215 was reviewed and no issues were observed. The manufacturing process was reviewed and no issues were observed. The sample was not returned for evaluation and we are unable to determine the cause of the issue reported. Dr. Was contacted and he indicated the chamber was refilled and 6-0 vicryl ligature was done around the tube. No information was provided on the valve that was implanted on (B)(6) 2015 but mentioned in the report. The iop reported it is acceptable.

Event description:
"On monday I placed an ahmed in a patient (straightforward case) and the next day, the pressure was 6 with a very shallow chamber. I can't say that this was a malfunction but keep it in mind. On wednesday, I placed another ahmed (also straightforward case). Given what happened on monday, I reminded the operating room staff not to touch the hard plastic (and I watched the whole time to make sure they did not). The valve was primed just until fluid began to flow. After placing the tube, the ac went totally flat. We refilled the chamber and it went flat again. We could see that the fluid was not coming around the tube but rather through the tube (and emerging posteriorly at the plate). This is a clear malfunction of the valve, correct? Of note, the eye was soft and not hard so this was not a posterior pressure issue".